Event description:
After circumferential ablation, a clinical trial pt developed a very mild stricture without symptoms, noted at 2 month follow-up endoscopy. This was effectively dilated and has not recurred. There was no associated malfunction of the device.